Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges hurting her back trying to get the scooter back together. Consumer alleges unit is hard to take apart and put back together.

Manufacturer narrative:
The device was returned and evaluated. The device weight was within specification. The alleged claim could not be duplicated using the defined assembly method.

Event description:
Consumer alleges hurting her back trying to get the scooter back together. Consumer alleges unit is hard to take apart and put back together.